Manufacturer narrative:
Although baxter attempted to retrieve this device for evaluation, this device will not be returned to baxter for evaluation. Typically, this failure is related to the air in line printed circuit board.

Manufacturer narrative:
A request for the return of the device has been made.

Event description:
A fail code 810:04. Informatin was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident involving this pump since the last baxter service event.